Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar levels went sky high [blood glucose increased]. Suspects dosing from novorapid pen was therefore not accurate [device delivery system issue]. Cracked penfills [product physical issue]. Insulin was coming out the crack [product leakage]. Case description: this serious spontaneous case from the united kingdom was reported by a physician as "blood sugar levels went sky high(blood sugar increased)" beginning on (B)(6) 2024, "suspects dosing from novorapid pen was therefore not accurate(inaccurate delivery by device)" with an unspecified onset date, "cracked penfills (cracked product)" beginning on (B)(6) 2024, "insulin was coming out the crack(product leakage)" beginning on (B)(6) 2024, and concerned a 75 years old male patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", patient's height: 175 cm. Patient's weight: 87 kg. Patient's bmi: 28.40816330. Current condition: type 1 diabetes (duration not reported), crohn's disease, osteoarthritis, hypertension, blood cholesterol abnormal, cardiovascular risk. Concomitant products included - levemir flexpen (insulin detemir 100 u/ml), lantus (insulin glargine), aspirin [acetylsalicylic acid], atorvastatin, lisinopril, metformin. On an unknown date in (B)(6) 2024 patient's blood sugar (blood glucose) levels went sky high (value and units not reported) and he noticed that this was because his novorapid penfill had a crack in it so when he was injecting the insulin was coming out the crack rather than the needle. The caller stated that he changed his cartridge and all was fine so he thought the penfill must have got damaged when traveling. The caller stated that his medication was dispensed from (redacted) and he gets boxes of 5 penfills. Patient mentioned using a libre 2 sensor. Then realised that when he was injecting the insulin, the pen body got really wet. After it happened a few times, he took out the vial and saw the crack in the glass. He then replaced the vial and with a new needle, injected 20 units into the air. Some insulin came out of the needle but most came from the joint of the orange plastic/vial. He had 1 box of cartridges with him (box of 5) and became concerned that all of them were going to be unusable. Fortunately, a work colleague was joining him so he brought a fresh box of 5 cartridges. He thought the broken nov vials were from batch nr7tb29. On an unknown date in (B)(6) 2025 patient realised that again, he was receiving the insulin into the pen and his hand and it was not going into him. His libre 2 sensor confirmed this. Unfortunately, he thought he threw the box away when he started the 5 vials. The broken one was the last one from the box. He had been using novo nordisk insulin - novorapid/levemir for many years and have not seen any problems so far. He was fairly certain he did not drop either of the batches. The only thinghe could think of is that they were frozen at some point in the supply chain. He also noted that one of the november vials had glass broken on the end of the tube. He was checking all the new vials. 3 vials enclosed. The caller stated that the same things hadhappened again in the last couple of days and again there was a visible crack in his novorapid penfill. Batch numbers: novopen: has been requested novorapid penfill: nr7tb29, nr7tb25, nr7ta65, pr7vd76. Action taken to novopen was reported as no change. Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply. The outcome for the event "blood sugar levels went sky high (blood sugar increased)" was recovered. The outcome for the event "suspects dosing from novorapid pen was therefore not accurate (inaccurate delivery by device)" was recovered. The outcome for the event "cracked penfills (cracked product)" was recovered. The outcome for the event "insulin was coming out the crack (product leakage)" was recovered. This case was re-classified from nonserious to serious upon fu received on (B)(6) 2025 due to addition of event "inaccurate delivery by device" with seriousness criteria "medically significant".

Event description:
Case description: investigation results: novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. 1.novorapid penfill 3 ml, batch number: nr7tb29. It was not possible to investigate the returned sample comprehensively due to only box received.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. 2.novorapid penfill 3 ml, batch number: nr7tb25. A visual examination of the returned product was performed. Nothing abnormal was detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The returned product was examined visually and was found to be cracked. As a consequence of the crack, the content may leak out. The pattern of the cracks indicates that the glass has been subject to a breakage not consistent with processes at novo nordisk. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised; therefore, a cracked product should not be used. The observed problem occurred after the product has left novo nordisk. 3. Novorapid penfill 3 ml, batch number: nr7ta65. A visual examination of the returned product was performed. The returned cartridge was tested for delivery with a random novopen and a new novo nordisk needle. During testing it was possible to deliver preparation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Macroscopic examinations were performed. A test for blood was performed. Solution with particles. No cracks or leakage observed. The complaint sample is contaminated with blood. It is not possible to investigate the complaint sample for frost damage due to blood contamination and lack of sample. The observed problem occurred after the product has left novo nordisk. 4. Novorapid penfill 3 ml, batch number: pr7vd76. A visual examination of the received sample has been performed. Nothing abnormal was detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation and reference sample were reviwed. Nothing abnormality detected. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. Ap conclusion: according to the investigation of the batch documentation, no items with c&c were found during filling process. There was no evidence of penfill with c&c in approved tems during inspection process. So, the integrity of the batch can be guaranteed. Fp conclusion: after checking the documents and systems relevant to the batch, no probable cause was identified for the alleged cracking during the packaging process of this batch at novo nordisk. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question.the batch documentation has been reviewed and found to be normal. The returned product was examined visually, through the picture and was found to be cracked. As a consequence of the crack, the content may leak out. The pattern of the cracks indicates that the glass has been subject to a breakage not consistent with processes at novo nordisk.due to the cracks, the dosage can be inaccurate and closure integrity might be compromised; therefore, a cracked product should not be used. The observed problem occurred after the product has left novo nordisk. Since last submission the following has been updated: expected date of follow up report removed. Investigational results updated final report ticked in EU/ca tab malfunction and is non-reportable changed to "no" imdrf codes updated narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis per-formed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Examination of novorapid penfill cartridge found that cartridges are cracked, medication leaked out. The observed problem (cartridge cracked) due to incorrect handling of the device. H3 continued: evaluation summary: novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.